Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 75 alarm noted during testing. Pump trace download analysis confirmed the pump alarmed power error 25 alarm. The power management tool confirmed power error 25 alarm was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit was received with scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the pump had a power supply test failed. The customer¿s blood glucose level was 61 mg/dl and was treated with juice. The customer was advised that the pump needed to be replaced and to revert to the backup plan as per healthcare professional's recommendation. The insulin pump will be returned for analysis.